Manufacturer narrative:
The customer¿s experience of failing to alarm at the end of the infusion was confirmed. The pcu event log shows the user programmed a delayed start with no call back after. The pcu event log shows pump module s/n (B)(4) was programmed to infuse IV fluid (drugid 1) at a rate of 9.2ml/hr (rate was changed by the user later to 10.7ml/hr) with a vtbi of 110.4ml at 2:39 pm on (B)(6) 2019. At 11:05 pm, the user programmed a delay for 10 minutes. The default call back option is set for before. At 11:16 pm, the system alarmed for callback before infusion and the user restarted the infusion at 11:17 pm. The infusion completed at 4:36 pm on (B)(6) 2019 and the infusion stopped. A delayed start infusion assumes that there are other infusions running to keep the vein open (kvo) and therefore kvo is not needed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the device has failed to alarm for infusion complete, and this has happened a couple of times. The time period this occurred over was (B)(6) 2019 at 21:00 to (B)(6) 2019 at 09:30. The unit has been checked, and it consistently alarmed at the end of the infusion. A log review is requested to determine if the device actually failed to alarm or if someone turned the alarms off.